Event description:
During a full knee surgery, one of the attending nurses laid her hand on the patient over the drape. The nurse said that she felt a shock and noticed that the drape had a burn hole and that she had been burnt on her left hand. At the time, the esu had been set at 60 cut, 90 coag. The patient had not been injured. The nurse sought treatment at the hospital's emergency room. The esu was checked out by the hospital's biomed. The biomed did not find anything wrong with the esu. The user facility has requested the esu be evaluated by conmed.

Manufacturer narrative:
Once our evaluation of the concomitant conmed pencil is complete, the results will be filed to the FDA. Status of the injured nurse will be obtained and filed as well. The sabre 2400 operator's manual states the following: 1.1.2 precautions in patient preparation: during the use of this rf isolated output unit, the patient should not be allowed to come in contact with metal parts that are grounded or other conductive surfaces that have an appreciable capacitance to ground. This will minimize the possibility of localized burns resulting from stray electrosurgical currents to the ground. The 1.1.3 precautions in use: electrosurgical leads should not be allowed to contact the patient, staff, or other leads connected to the patient. The operating room staff should never contact electrosurgical electrodes (either active or dispersive) while the rf output of the unit is energized.